Manufacturer narrative:
Pending evaluation. Concomitant medical devices: 244-24-11, (B)(4) - optetrak hi-flex tibial insert, size 4, 11mm; 204-63-88, (B)(4) - tibial augment block; 204-43-89, (B)(4) - tibial augment block; 204-04-43, (B)(4) - trapezoid tibial tray 4f/3t.

Event description:
Total knee replacement failed, loosened. Potentially incident cracked cement mantle.

Manufacturer narrative:
Section h10: (h3) the evaluation noted the revision reported was likely the result of an insufficient bond between the implant and the bone which led to aseptic (non-infected) tibial loosening. This insufficient bond may have been related to poor bone quality and/or a post-traumatic ¿incident¿. However, this cannot be confirmed because no further information was provided and the components were not returned for evaluation. ((D11): concomitant devices: 1. 244-24-11, 2255240 - optetrak hi-flex tibial insert, size 4, 11mm. 2. 204-63-88, 2331829 - tibial augment block. 3. 204-43-89, 1726259 - tibial augment block. 4. 204-04-43, 2471592 - trapezoid tibial tray 4f/3t. Section h11: corrections made in the following section(s): (f6) and (f8) were entered in error, please disregard.